Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00061 on 04/07/2016 for a (B)(6) advia centaur xp hbsag ii patient result. On (B)(6) 06/24/2016 correction: there was a advia centaur xp hbsagii reagent lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbsagii result compared to a (B)(6) is unknown. There is no sample available for additional testing. The customer runs approximately 300-350 hbsagii tests per month and the approximate specificity of 349/350 = 99.71%. Based on the information provided, an unidentified sample specific issue may be a contributing factor. The instruction for use (IFU) under the performance characteristics and specificity section states the following: "specificity (after retest) = 99.91% (5281/5286), 95% ci = 99.78-99.97%" the instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur xp hbsagii result was obtained by the customer on a patient sample and considered (B)(6). The customer performed control testing on an (B)(6). The (B)(6) advia centaur xp hbsagii result did not confirm with confirmatory testing, and a (B)(6) was reported. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hbsagii assay result.